Manufacturer narrative:
Age at time of event: under 18 years.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous coronary artery. During the second inflation, after gradually increasing pressure from 6 atmospheres (atm), the balloon ruptured at 12 atm the device was removed and the procedure completed with a different device. There was no serious injury or adverse patient effect.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous coronary artery. During the second inflation, after gradually increasing pressure from 6 atmospheres (atm), the balloon ruptured at 12 atm the device was removed and the procedure completed with a different device. There was no serious injury or adverse patient effect.

Manufacturer narrative:
Correction: changed from adverse event to product problem. Age at time of event: under 18 years. Device evaluated by MFR: a visual and microscopic examination was performed on the returned device. A visual examination identified that the balloon was unfolded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted escaping from a balloon pinhole leak located in the middle of the proximal markerband. No issues were identified with the balloon material that could have contributed to the damage identified. The rate of burst pressure of this wolverine device is 12atm (atmospheres). The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no damage or any issues along the length of the catheter. No other issues were identified during the product analysis.